Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer provided three potential lot numbers for this incident. The information for each lot number is as follows: medical device lot #: 6175685. Medical device expiration date: 12/31/2017. Device manufacture date: 6/23/2017. Medical device lot #: 6312888. Medical device expiration date: 4/30/2018. Device manufacture date: 11/7/2016. Medical device lot #: 6333609. Medical device expiration date: 5/31/2018. Device manufacture date: 11/28/2016. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
Event description = it was reported that blood leaked from a bd vacutainer® brand sst ii advance tubes containing silica and gel, 3.5 ml because the stopper popped off after use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. The investigation is still in progress to review the device history records for the potential lots indicated by the customer. This summary shall be updated upon completion of the final investigation. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.